Event description:
It was reported that the tunneler was alleged broken. Another device was used to complete the procedure. There was no patient contact reported.

Manufacturer narrative:
Manufacturing review: based upon the severity level and lot quantity, a DHR review is required. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: a sample evaluation could not be performed as the samples were not returned. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include improper material selection, improper dimensional design, effects of shipping and handling not accounted for ; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Expiry date (03/2020).

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that the tunneler was alleged broken. Another device was used to complete the procedure. There was no patient contact reported.